Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that the receiver shut down unexpectedly. The device was externally visually inspected and it passed. The receiver failed to charge and reboot, even with a known good battery due to no power. The receiver log download and functional testing were unable to be performed due to the receiver not having power. The receiver case was opened and the internal inspection passed. A defective u5 was found during troubleshooting. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.